Manufacturer narrative:
H3: product analysis:54110006545 lot# h5551026 after visual and optical examination, one side of the fas head has broken off from what appears to be outward pressure placed on the head, from misalignment of the set screw. There are signs of thread damage and the fracture appears to move outwards. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing posterior o pen reduction and screw-rod system internal fixation for lumbar 3 vertebral compression fracture. It was reported that the screw tip broke during implantation. No further complications were reported/anticipated.